Manufacturer narrative:
Upon receipt the lead was found cut 24cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 7.5cm and 8.0cm proximal to the lead tip the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with another implantable device. The available x-rays from january 2020 confirmed the presence of an abandoned rv lead which most likely interacted with the distal part of the rv lead. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem

Event description:
After an implantation period of approx. 109 months, oversensing on the ventricular channel was observed via homemonitoring. The lead was explanted.